Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant evo stent graft was implanted in an endovascular treatment. It was reported at the 36 month follow-up imaging, that mild expansion of the infra-renal aaa (current max diameter 51 x 48 mm) was observed. Approximately 10 months post 36 month follow-up, the patient was hospitalized and a secondary procedure completed. Per the physician the cause of the aneurysm expansion is not considered related to the device or the procedure no additional clinical sequelae were provided and the patient will be monitored.